Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one report of 2 reports (3007042319-2015-02583 & 3007042319-2015-02584) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-02583 & 3007042319-2015-02584) submitted for devices related to the same event.

Event description:
It was reported from the site that the "patient had recurrent electrical fault alarm (initial electrical fault (B)(6)-2015) during the morning of (B)(6)-2015." "The initial alarm on (B)(6) was resolved by "wiggling the driveline", this was followed by a second alarm." "The patient was directed by clinic staff to drive to clinic for analysis and resolution." Site stated that there were "no effect on patient except for long drive from home to mayo (six hour drive) and anxiety related to the alarm." It was said that the "log files showed six electrical faults." Manufacturer engineer "performed driveline cleaning during the late hours of 9-25-2015." It was stated that the patient had "two rounds of cleaning lasting about 60 seconds each." It was also documented that there was a "cloudy wire (blue) that was observed and photographed." "Contaminants were observed in both connector and driveline cable." An elective controller exchange was also performed and it was stated that the "patient tolerated procedure." "The patient experienced no additional alarms and was discharged to home on sunday (B)(6)-2015."